Event description:
It was reported patient underwent a total knee arthroplasty on an unknown date with unknown product. Subsequently, patient was revised on (B)(6) 2005 due to an unknown reason. Patient underwent further revision on (B)(6) 2013 due to poly wear. The tibial bearing and patella were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2013-05669 & 05675).